Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he took 4 tests from 4 different fingers in 10 minutes and got a range from 308 mg/dl to 124 mg/dl. Customer could not remember all 4 exact results, just that the extremes were 308 mg/dl and 124 mg/dl. No adverse event reported. Meter and strips replaced and requested for return.